Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that their previous implant was not working and they were implanted on the left side. Patient stated they felt the stimulation but it wasn't doing anything. Patient said they adjusted the therapy numerous times and the manufacturing representative (rep) came to their doctor's office and tried putting different programs on, but it still didn't work so they decided to move the leads to the other side to see if the nerves would respond better and a new device was implanted on the left side. Patient mentioned they were at 1. 7v on the second program and was told to leave it there for 2 weeks and they would go back with their hcp to talk about what's next.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.